Event description:
Additionally, the event resolved 18 days post-onset with no permanent damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Health professional reported injecting a patient along the prejowl area with 0.1 .02 cc of juvéderm voluma® xc. The patient experienced ¿vascular occlusion¿ on the left side of the face the same day. The area was flushed immediately with hylenex. The next day, the patient was treated with additional hylenex, a total of 600 u of hylenex applied over the next 7 hours. That day, an ultrasound was performed that resulted in ¿negative.¿ two days later, the patient was treated with a hyperbaric chamber and again the next day. The patient had a ¿significant bruise¿ but the occlusion symptoms did not seem to be persisting. No permanent damage identified and patient is in recovery phase.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient along the prejowl area with 0.1 - .02 cc of juvéderm voluma® xc. The patient experienced ¿vascular occlusion¿ on the left side of the face the same day. The area was flushed immediately with hylenex. The next day, the patient was treated with additional hylenex, a total of 600 u of hylenex applied over the next 7 hours. That day, an ultrasound was performed that resulted in ¿negative.¿ two days later, the patient was treated with a hyperbaric chamber and again the next day. The patient had a ¿significant bruise¿ but the occlusion symptoms did not seem to be persisting. No permanent damage identified and patient is in recovery phase.